Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the unicel dxc 600 synchron system. Customer reported that more than a half of a gallon of liquid was on the floor. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the ion selective electrode module cigar/tube waste collector was not draining. The fse found the valve controlling the waste removal was unplugged from the data acquisition board. The fse reconnected the valve.

Manufacturer narrative:
(B)(4).